Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D06934 , c66830) inserted for female sterilisation. The patient's medical history included caesarean section on (B)(6) 2013. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy:). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: date of explant previously reported : (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: surgical pathology exam final dx: uterus with bilateral lateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix-mild chronic cervicitis with prominent hpv cytopathic effect endometrium-benign weakly proliferative endometrium myometrium-benign adenomyoma and leiomyoma serosa without pathologic abnormalities fallopian tubes, bilateral-without pathologic abnormalities no ,evidence of malignancy or definitive dysplasia. Gross description sectioning through 1.8 cm thick myometrium reveals 2 well circumscribed leiomyomatous nodules 1.5 and 2.8 cm right fallopian tube measures 5.5 cm in length and 0.5 cm in diameter. Lumen shows presence of contraceptive coil. Left fallopian tube measures 4.8 cm in length and 0.7 cm in diameter. Lumen shows presence of contraceptive coil. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jan-2022: mr received. Lot number, reporters, medical history were added. Surgery name was added. Event medical device removal updated as pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-may-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D06934 , c66830) inserted for female sterilisation. The patient's medical history included caesarean section on (B)(6) 2013. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy:). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: date of explant previously reported : (B)(6) 2018 . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: surgical pathology exam. Final dx: uterus with bilateral lateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix-mild chronic cervicitis with prominent hpv cytopathic effect endometrium-benign weakly proliferative endometrium myometrium-benign adenomyoma and leiomyoma serosa without pathologic abnormalities fallopian tubes, bilateral-without pathologic abnormalities no ,evidence of malignancy or definitive dysplasia. Gross description: sectioning through 1.8 cm thick myometrium reveals 2 well circumscribed leiomyomatous nodules 1.5 and 2.8 cm right fallopian tube measures 5.5 cm in length and 0.5 cm in diameter. Lumen shows presence of contraceptive coil. Left fallopian tube measures 4.8 cm in length and 0.7 cm in diameter. Lumen shows presence of contraceptive coil. Batch no: d06934, production date: 2014-09-02, expiration date: 2017-09-28. Lot number (c66830) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-jan-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.